Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed two openings on posterior assessed as an unidentified (tear) opening (shell thickness within spec). Anxiety-product/procedure: unable to observe since it is not related to the device. Additional observations: no other observations observed on the device. No further actions are required as the device was implanted.

Event description:
Patient reported a right side rupture and exchange due to concerns with the product. Device has been explanted.

Event description:
Healthcare professional later confirmed rupture. Healthcare professional additionally reported cyst not related to the device. The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported a right side rupture and concerns with the product. The device remains implanted.

Event description:
Patient reported a right side rupture and exchange due to concerns with the product. Device has been explanted.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #2. Aware date should have been listed as 12mar2024.